Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The electrode belt was found to have damaged cables. The cables from ECG b and ECG c to the distribution node were pulled from their strain relief. The root cause of the separated cables cannot be positively identified but likely resulted from the application of excessive force to those sections of cable. The last patient to use this belt did not report any deficiencies. No adverse event resulted from the damaged cables.

Event description:
A review of service data detected a reportable event. During servicing, electrode belt (B)(4) was found to have damaged cables. The last patient to use this electrode belt did not report any deficiencies.